Event description:
While the surgeon was using the aveta wave resector instrumentation, the shaft of the instrument broke in half. A new aveta wave resector instrument was opened and also broke in half. A third instrument was opened and used to finish the case.